Event description:
The customer reported that as emts were loading patient on the ambulance, the device was knocked off the bed and fell on to the ground. The screen cracked and there was nothing on the display. The device was not in use at the time, there was no report of patient involvement.